Event description:
Device issue: dislodged stent. Time of device issue: unk. Adverse event: none. It was reported that a bmw guide wire was advanced and placed, but possibly went through the stent struts. Pre-dilatation was performed with a 2.0 voyager balloon, then with a non-abbott 3.0 balloon. An attempt was made to advance the 3.0 x 15 promus, but it would not pass. Two different bmw guide wires were attempted to be advanced as buddy wires, but they both became bent and were removed. A non-abbott guide wire was placed, but the promus stent still would not pass and was removed. Another pre-dilatation was performed and a 3.0 x 8 promus stent was deployed. The 3.0 x 15 promus was then advanced and thought to have deployed the stent. Another 3.0 x 08 stent was implanted proximally at which time it was observed that the 3.0 x 15 promus stent had not been implanted. The stent could not be located; however, a thorough fluoroscopy found the stent did not dislodge inside the pt. A 3.0 x 12 promus stent was then implanted between the two 8 mm stents with good results to complete the procedure. The pt left in stable condition. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant info.